Event description:
It was reported that the patient was experience pain at the anchor site. As result, the patient elected to have their system explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.